Manufacturer narrative:
(B)(4). The homechoice was returned and in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An external/internal inspection was performed with no issues noted. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred below the allowable specification range during volumetric accuracy testing. A manual volume accuracy test was performed and the device passed. The device was determined to meet product specifications related to the failure. Review of the device logs did not verify the additional issue of a rite functional volumetric accuracy test failure. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Upon conclusion of the investigation, a cause for the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted.